Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The components were most likely omitted during our packing process. Conclusions: the devices were out of spec. We have received other complaints of missing components with an occurrence rate of approx 0.03 % worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the mfg process.

Event description:
We received a report, stating that adaptors in three rt206 adult breathing circuit kits were missing. This alleged defect was found during their incoming goods inspection.